Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was) double curve. During recapture of the deployed closure device the was became kinked. The kinked was was removed from the patient and the procedure was completed with a new was. No patient complications were reported.